Manufacturer narrative:
This information does not change the previous investigation submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient's right hip was revised approximately 1 year post-implantation due to dislocation/subluxation and malalignment of the acetabular component. The head, liner, and shell were replaced. No further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #00801102020, allen plug, lot #62658543; item #00811400230, femoral stem, lot #62573218. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found to the reported event. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient's right hip was revised approximately 3 months post-implantation due to dislocation and a malalignment of the acetabular component. The head, liner, and shell were replaced. No further information has been provided.